Event description:
It was reported surgical intervention was undertaken in (B)(6) 2009 to address a lead migration issue. The lead in question was placed in the occipital region (off-label) and migration had been confirmed two months prior via x-ray. The x-ray also suggested a cut in the lead. In addition, the patient complained of discomfort at the back of the head as well as discomfort at the ipg site. The (B)(6) 2009 procedure (exact date unk) was completed with the implant of two add'l percutaneous leads. No further info regarding this event is available. Reference MFR report #: 1627487-2013-00016 for the initial report of ipg discomfort.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.